Event description:
It was reported that the device malfunctioned and delivered entire bag of heparin sodium 250ml at a bolus dose instead of programmed 10.6ml/hr dose and amount. The event occurred in the trauma unit. The customer stated no further information is available. Received a copy of the customer's medsun report from FDA, which states "patient had a 250 ml bag of heparin infusion via pump. The pump was started and programmed at 10.6ml/hour at 1342. At 1452 the pump shut off and it was noted the whole bag (250mls) had infused."

Manufacturer narrative:
Additional information added to: added a2 and a3. Updated b3, b5, b7. Updated d4 and d11. The customer did not provide the age units. Although requested the age units, a4, admitting diagnosis, relevant history, race and ethnicity were not provided.

Event description:
It was reported that the device malfunctioned and delivered entire bag of heparin sodium at a bolus dose instead of programmed dose and amount. The event occurred in the trauma unit. The customer stated no further information is available.

Event description:
It was reported that the device malfunctioned and delivered entire bag of heparin sodium 250ml at a bolus dose instead of programmed 10.6ml/hr dose and amount. The event occurred in the trauma unit. The customer stated no further information is available. Received a copy of the customer's medsun report from FDA, which states "patient had a 250 ml bag of heparin infusion via pump. The pump was started and programmed at 10.6ml/hour at 1342. At 1452 the pump shut off and it was noted the whole bag (250mls) had infused.") Had infused."

Manufacturer narrative:
The report of an overinfusion was not confirmed. The event description stated that the device malfunctioned and delivered an entire bag of heparin sodium at a bolus dose instead of at the programmed dose and amount. Inspection: n/a, only the device event logs, and customer¿s dataset were received for investigation. Log analysis results: the pcu event log shows pump module s/n (B)(6) was programmed to infuse heparin 25000unit/250ml (drugid 245) via a remote IV request at 1:38 pm on (B)(6) 2020. The user entered 59.5kg for the patient weight. The user entered 18unit/kg/hr for the dose, which made the rate 10.6ml/hr. The user entered 65ml for the vtbi and then started the infusion. At 1:39 pm, the user paused the infusion and then restarted 45 seconds later. At 1:40 pm, the user paused the infusion and then restarted 1 second later. At 2:46 pm, the door was opened and then the device was channeled off 5 seconds later. The volume recorded as being infused during this period was 11.506ml. The root cause of the reported over-infusion was not identified. Device history review: a review of the device history record showed the device had a manufacture date of 18 august 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n 15763872 did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : devices not returned.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, patient demographics not provided. No devices received, log review only.

Event description:
It was reported that the device overinfused medication and a log review was requested. Although requested, no additional information was provided.